Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was unresponsive due to being exposed to water. Reportedly, customer continued to use the pump for insulin therapy. It was also reported that the customer experienced an elevated blood glucose (bg) level of 527-529 mg/dl; cause was not known. A correction injection via manual dose injection was delivered to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.